Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue related since the pump moved out of ventricle during repo sheath exchange and advancement. Pd-cannula assembly- (twist, bent, kinked): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
D4: corrected serial number and UDI.

Event description:
An impella cp device was inserted into the right femoral artery in a 53-year-old male patient with a past medical history of renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage a shock, prior to initiation of support. During the procedure, while removing the peel-away sheath and advancing the repositioning sheath, the impella came out of the ventricle. The impella was pushed back in, but there was a visible kink seen under fluoroscopy. A decision was made to replace the pump with a new impella cp. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2 previous selection was incorrectly reported and the correct selection was added. H11 the pump is not available for return.